Event description:
It was reported that the customer was hospitalized with dka. Trouble shooting conducted during the phone call and the leadscrew did not make a complete rotation during the 7.2 test. Customer was instructed to disconnect and return pump to medtronic.